Manufacturer narrative:
The pump passed the active current test and sleep current test. Pump error 75 alerted during self test. However, no pump error 68, 49, 24, or 23 alerts during testing. Successfully downloaded history files and traces using thus software. Unit's keypad functioned properly and navigated through menus. No stuck key alarm (61) noted in download history review. However on adapt, pump error 49 was alerted on 7/27/2024 at 5:22:08 pm and at 5:23:55 pm; pump error 24 recorded on 7/27/2024 at 5:22:05 pm; pump error 68 on 7/27/2024 at 5:22:08 pm; and pump error 23 on 7/27/2024 at 5:23:33 pm. The power management graph shows that the backup_vcc voltage was out of spec triggering pump error 24. Pump was cut open to perform visual inspection and found moisture damage on pcba1, force sensor, j6/j7 connectors. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, scratched case, and corroded battery tube in summary, pump error 24 and 75 confirmed due to moisture damage found on j6 connector. Pump error 68, pump error 49, and pump error 23 not confirmed during testing, however noted in download history review. Customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Customer concern for keypad/button unresponsive/button error not confirmed, keypad functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 49 (history pointers failed. The history pointers are corrupted), damage (physical or cosmetic), pump error 68 (trace pointers are invalid), keypad/button unresponsive/button error, pump error 24 (this alarm is generated when a power failure is detected). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Pump was reset and battery was replaced. Time clock did advance after inserting new battery. Pump will be monitored for 2 hours with new battery in place. Customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.